Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the insulin gauge was inaccurate intermittently. Reportedly, the customer had been using the same cartridge for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 100 - 220 mg/dl.